Event description:
The facility reported an infusion pump with low volume. It was not known if this occurred while infusing on a pt. The facility rep stated that no pt injury was associated with this report and no incident reports were filed since the last baxter service event. Info regarding pt demographics, medication involved and device programming was requested but none was provided.

Manufacturer narrative:
Evaluation summary: the infusion pump was tested for flow accuracy at 100 ml/hr, the infusion pump failed the accuracy test with a flow value of -7.0% from the desired amount. The specifications of this device is +/-5%. A corrective and preventative action has been initiated.